Event description:
Patient has been hospitalized since the middle of last month with an acute mi. He coded twice. He had stents placed twice and was eventually placed on ECMO. When ECMO was discontinued, a balloon pump was inserted. On several occasions it was necessary to oversew bleeding vessels, and debride groin wounds. The patient developed leukocytosis, liver shock, respiratory failure, recurrent acinetobacter bacteremia, and renal failure on continuous renal replacement. Currently the patient is awake, alert, and off the ventilator. He remains on crrt (continuous renal replacement therapy) for renal failure. The dialysis machine began to intermittently sound with "blood pump malfunction" alarm. Staff reset the alarm, but it would continue to alarm at various intervals. The troubleshooting guide for the machine was reviewed, but the issue could not be resolved. The machine has been removed from service.